Event description:
It was reported that the lead dislodged. Increased pacing lead impedance, decreased sensing, noise and increased capture threshold were observed. The lead was repositioned and all electrical parameters were good after the procedure. No adverse consequences to the patient.